Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 07/dec/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device catalog 1016002 on (B)(6) 2018. The patient underwent a "mesh excision, small bowel resection¿ on (B)(6) 2021. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿adhesions, inflammation, bowel complications and obstruction, intense chronic pain, mental anguish attributed to pain, and mental and emotional distress attributed to bowel complications¿. The form lists the conditions that were treated were ¿adhesions, inflammation, bowel obstruction and complications, and chronic pain¿ with approximate dates of treatment between (B)(6) 2021. The form also lists additional treatment for ¿abdominal pain¿ with approximate dates of treatment between (B)(6) 2021 and for ¿adhesions, chronic pain, erythematous small bowel¿ with approximate dates of treatment between (B)(6) 2022. The ppf form also indicates the patient was implanted with non-abbvie devices, "parietex, parietex, symbotex¿ on (B)(6) 2016. The symbotex was revised on (B)(6) 2017 for ¿hernia recurrence and exposed mesh.¿ the parietex devices were revised on (B)(6) 2019 for ¿bilateral inguinodynia, entrapped cord structures and fibrosis.¿ previous medwatch submission noted re-herniation. Upon further information, abbvie has determined that the event of re-herniation did not occur.